Event description:
It was reported that post system implant, the patient went into cardiac arrest as the right ventricular (rv) lead caused a myocardial perforation. It was also reported that the patient experienced tamponade, pulmonary embolism, pleural effusion, and ventricular fibrillation as a result of the perforation. The patient was transferred to different hospital where interventions (intubation, pharmacological) were successful and the patient was stabilized. Approximately five days post implant, it was noted that the rv lead had no capture at maximum output in unipolar pacing configuration and the threshold was high. A cat scan showed that the lead was in the pericardial space. An rv lead revision was performed; the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead - (B)(6) 2012. (B)(4).